Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty deploying the stent was not confirmed. The investigation was unable to determine a conclusive cause for the reported failure to deploy the stent; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.5x23 mm xience xpedition stent delivery system did not expand. No rupture of the balloon was noted. The stent was deployed in full; however, additional dilatation was required to fully appose the stent to the vessel wall. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.